Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module noise. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the control body fluid damage, the biopsy inlet t-piece fluid damage, the remote control wire fluid damage, the ccd module fluid damage, the suction arm fluid damage, the ccd module cloudy (not clear view), the insertion flexible tube (ift) perforated, the remote control buttons perforated, the insertion flexible tube (ift) buckled, the light guide cable buckled, the bending rubber stretched, the insertion flexible tube (ift) crushed, and the angle wire hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.